Event description:
Event description cpi received information that this transvenous defibrillation lead was fractured, and was replaced during a battery replacement procedure. No further information could be obtained.